Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of resistance of a guidewire being removed from a catheter is inconclusive due to the complainant guidewire not being returned with the catheter. One 5 fr d/l powerpicc catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and the complainant nitinol guidewire was not returned with the catheter. A functional test of attempting to insert a non-complainant nitinol guidewire into each lumen revealed slight resistance in the purple lumen, but the functional testing was otherwise unremarkable. Both lumens were then flushed with water using a 12 ml syringe and were both patent to infusion with unremarkable effort and flow rates. The complaint of resistance experienced during the attempt of removal of a guidewire is inconclusive due to the complainant guidewire not being returned with the catheter for testing.

Event description:
It was reported by the customer that "doctor inserted 5f double lumen PICC. We could not remove the wire. I believe it was was from the purple port but I am not 100% certain anymore." No patient or user impact noted. No other information was provided.

Event description:
It was reported by the customer that "doctor inserted 5f double lumen PICC. We could not remove the wire. I believe it was was from the purple port but I am not 100% certain anymore." No patient or user impact noted. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.